Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the rdf and the trima accel system operated as intended. Based on the available information it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected residual white blood cell (rwbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the rwbc testing, therefore, no pt information is reasonably known at the time of the event. No medical intervention was necessary for this event. Donor unit # (B)(6). The customer discarded the disposable set, therefore, it is not available for return for evaluation. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: this disposable set was unavailable for specific root cause analysis. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.